Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had alarmed a critical pump error. They were sleeping when the alarm occurred. Their blood glucose during the incident was 97 mg/dl. They took the battery out of the insulin pump and noticed that the battery was wet. Troubleshooting was performed. Insulin was in the battery compartment. They cleaned the battery compartment with gauze. They inserted a new battery but nothing happened. They were advised to discontinue use of the device and revert to a back-up plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Open book or critical pump error after battery installation. Constant critical pump error alarm (open book) due to moisture damage on the electronic assembly. Corroded motor assembly noted during visual inspection.